Manufacturer narrative:
Fsca number: (B)(4).

Event description:
During the procedure, an error message was seen on the precision system of "for single use only" when the tacticath is connected to the tactisys. A red light is seen and contact force was unable to be used. The procedure was completed successfully without the use of contact force with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.